Manufacturer narrative:
Other relevant device(s) are: product ID: 9733320, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the unit was for demo and training purposes and was never used in live patient settings.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733320, serial/lot #: unknown. Device UDI number unavailable. Some facility information unavailable at the time of filing. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that during a lab, the navigation system¿s axiem box was not functioning. The cable connections were reseated and the system was rebooted without resolution. The set-up screen showed the system as connected and the emitter could be heard chirping, but it was not communicating and was not tracking any instrumentation. There was no patient present when this issue was identified.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). Additional information: additional facility information provided. Device evaluation: a medtronic representative (rep) tested and serviced the equipment. The rep was able to duplicate the issue. It was found that the issue was due to the emitter; the emitter cable was bad. When a known good emitter was connected to the system, the issue resolved and the unit functioned as designed with no issues. After replacing the emitter, the system passed the system checkout and was found to be fully functional. The emitter was returned for further evaluation and the reported problem was confirmed. The emitter and electromagnetic localization system box reported a communication error when the field generator was connected to the electromagnetic localization system box. The eminterface showed a fault on coil 2. Analysis determined that there was an electrical failure with the emitter. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was later discovered that the issue was due to the emitter. When a known good emitter was connected to the system, the issue resolved.